Event description:
Patient ID: (B)(6). This is filed for recurrent mr. It was reported that this was a mitraclip procedure performed on (B)(6) 2022, treating degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted and the mr was reduced to grade 0. Discharge echocardiogram was performed on (B)(6) 2022 and it was noted that the mr had increased to grade 4+; however, there was no single leaflet device attachment or tissue damage noted. No intervention was performed. The patient is in stable condition and will be re-evaluated at the end of march. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral regurgitation (mr) as listed in the instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the available information the cause of the reported mr could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.